Event description:
It was reported to philips that the system was unable to boot up correctly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system would intermittently not boot up all the way; however, the procedure was completed as planned. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to boot up correctly. Upon troubleshooting, the fse found that the pdu was not booting in the correct sequence. The fse replaced the pdu control board, which appeared to improve the situation, but the system was still not functioning correctly. Further investigation revealed that the ny5 was not functioning correctly. The all on/off leds were not illuminating as expected, and the 240v power was not operating properly. This issue was preventing subcomponents of the azurion system from powering on and off correctly. To resolve the issue, the fse replaced the ny5 board. The defective pdu control module was returned to philips for failure analysis, but the cause of the pdu control module could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu control module by the field service engineer resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.